Manufacturer narrative:
The lot number was not provided so a batch review of the finished good lot and components could not be reviewed at this time. The needle is an ethicon component. No samples, or photographs of the device were provided for review. No third party evaluation report was received to date. No additional details of the lot used or details provided by the medical affairs team was provided. If samples, photos, details or the report becomes available at a later time, all will be reviewed, and the results will be included in the file. A follow-up report will be submitted at that time. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder, forceps or some type of surgical instrument on or near the swaged area or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress on the attachment section is greatly reduced when the needle is held in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point as indicated in the IFU for this product. Needles can detach from the suture if the suture was not placed deep enough within the needle hole during the manufacturing process. It''s also possible the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the suture to break free from the needle or excessive for is applied during the procedure, exceeding the strength of the attachment, allowing the needle to detach from the suture. Without reviewing the actual needle device, receiving the lot number so the manufacturing records could be reviewed and retained samples could be tested, or receiving /testing sterile devices from the same finished good lot, receiving the results of the third party evaluation of the needle component or receiving details regarding the preoperative preparation of the device, tools utilized to grasp the needle component or tools utilized in conjunction with the medical device (robotics), the size trocar used compared to the size needle on the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
Our distributor reported that the customer is asking for information on a needle left in a patient, regarding an MRI. Ethicon customer quality has reached out to their (ethicon) medical affairs group for assistance. There is no additional details regarding the procedure performed, actual failure that occurred, or patient's current status. There has been no additional information received from ethicon's medical affairs group to date.